Event description:
The implantable neurostimulator flipped in the pocket, located in the pt's buttock. The device hadn't been recharged for several months and was overdischarged. No pt symptoms were reported. The rechargeable device was replaced with a non-rechargeable neurostimulator. The new device was placed in the abdomen. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.